Event description:
It was reported the hemostasis valve detached from the body of the introducer sheath during the procedure. There was no pt consequence.

Manufacturer narrative:
One 10f fast-cath introducer was received for evaluation in two pieces. Review of the device history record confirmed the lot met mfg requirements prior to shipment. The returned introducer was received with the sheath tube detached from the hemostasis body. The headed portion of the sheath tube was visible. It is uncertain what caused the tube to detach from the hemostasis body.